Manufacturer narrative:
The biomedical engineer troubleshot the reported fault with ge healthcare technical support. The flow sensor was replaced, and the unit was returned to service. The customer contact declined to provide patient information.

Event description:
The hospital reported the unit alarmed that pressure mode of ventilation was not available during a case. The case was completed in volume control mode. There was no report of patient injury.